Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a colectomy functional end to end anastomosis, there was no problem opening and closing the device. When the device was approached to the tissue and the tissue was clamped, the firing was unable to be performed. A new device was used. The surgical time was extended by less than 30 minutes.